Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer received lower readings while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019 the customer experienced nausea and vomiting and obtained a sensor reading of 117 mg/dl at 7:36 a.m. And 119 mg/dl at 9:32 a.m. The customer stated that the scan result did not reflect what she was feeling but she ignored her symptoms. Customer was seen at emergency room where a sensor scan of 100 mg/dl was obtained compared to 900 mg/dl on the hcp meter at 11:50 a.m. The customer was diagnosed with diabetic ketoacidosis and treated with zofran for nausea and sodium bicarbonate both via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a customer received lower readings while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019 the customer experienced nausea and vomiting and obtained a sensor reading of 117 mg/dl at 7:36 a.m. And 119 mg/dl at 9:32 a.m. The customer stated that the scan result did not reflect what she was feeling but she ignored her symptoms. Customer was seen at emergency room where a sensor scan of 100 mg/dl was obtained compared to 900 mg/dl on the hcp meter at 11:50 a.m. The customer was diagnosed with diabetic ketoacidosis and treated with zofran for nausea and sodium bicarbonate both via IV. There was no report of death or permanent injury associated with this event.